Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to severe infection; the surgeon preformed irrigation & drainage with poly swap.